Manufacturer narrative:
This report is associated with argus case (B)(4) poligrip. Poligrip is marketed as super poligrip cream in the us.

Event description:
Ingestion of product [accidental device ingestion]. Catarrh [catarrh]. Nasal congestion [nasal congestion]. Difficulty swallowing [swallowing difficult]. Case description: this case was reported by a consumer via call center representative and described the occurrence of catarrh in a male patient who received double salt dental adhesive cream, tocopherol acetate (poligrip) unknown for product used for unknown indication. Concurrent medical conditions included disturbance of salivary secretion (due to radiotherapy). On an unknown date, the patient started poligrip. On an unknown date, an unknown time after starting poligrip, the patient experienced catarrh, nasal congestion, swallowing difficult and accidental ingestion of product. On an unknown date, the outcome of the catarrh, nasal congestion, swallowing difficult and accidental ingestion of product were not reported. It was unknown if the reporter considered the catarrh, nasal congestion and swallowing difficult to be related to poligrip. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: male consumer reported that he had been suffering from catarrh and nasal congestion recently and as he had throat radiotherapy in the past, thus preventing him from making saliva, wondered if it could be due to he swallowed poligrip on a regular basis. He assumed that the poligrip would dissolved, but as he had difficulty swallowing then it might be a valid point. The action taken of suspect product poligrip was unknown and dechallenge and rechallenge was not applicable. Case correction from initial receipt date of 01 march 2016: the event term experienced accidental device ingestion (serious criteria gsk medically significant). It was unknown if the reporter considered the accidental device ingestion, catarrh, nasal congestion and swallowing difficult to be related to poligrip. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Follow up quality report received on 21 march 2016: batch number updated was n22l and expiry date updated was 30 september 2018. The action taken of the suspect product poligrip was unknown (dechallenge and rechallenge was not applicable).